Manufacturer narrative:
Image review: two short echo clips were reviewed. Echogenic mass on interior portion of device inflow. The posterior portion of the mass appears mobile. Colorflow doppler does not indicate and central pulmonary regurgitation or significant turbulent flow. Leaflets appear mobile but imaging is limited. The echogenic mass is consistent with thrombus or vegetation. Conclusion: echogenic mass noted on the valve inflow consistent with thrombus or vegetation. Limited imaging provided for review. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine follow-up two weeks after a transcatheter pulmonary valve implantation with the harmony-25, an echocardiogram revealed an unknown structure at the inflow side of the valve housing, which was not mobile. The patient had a history of tetralogy of fallot with severe pulmonary insufficiency and severe right ventricular (rv) dilation. The rhythm showed some ventricular ectopic beats. The valve leaflets were mobile with no increase in flow velocity or retrograde paravalvular flow. The rv size and right ventricular outflow tract size were nearly remodeled since implantation. The structure was suspected to be either a thrombus or a muscular fold protruding into the valve housing due to the massive rv size reduction. The patient was kept on dual platelet aggregation inhibition, and a reinvestigation was planned in three weeks, with a computed tomography (CT) scan if the structure remained present. It was noted that upon discharge following the implant, the valve gradient was 25 mmhg. The gradient when the thrombus was observed was 29 mmhg. Approximately four weeks after implant, the patient was admitted to the hospital with fever and shivering, and an elevated leukocyte count and c-reactive protein (crp) were revealed. The gradient was 16 mmhg. A CT revealed that the suspected thrombus on the inflow side of the valve disappeared, but parts of the valve housing on the outflow had a layer of thrombus/s tructure observed. The patient's hemodynamics were normal. The fever resolved spontaneously two days later. Blood cultures were performed and were negative for growth. The patient remained on antiplatelet and anticoagulant medications. The leukocyte and crp were d ecreasing, but still elevated. The structure observed on CT was also observed via echocardiography. It was noted to likely be a foreign body reaction and not an infection. Another follow-up CT was scheduled for four weeks later.

Manufacturer narrative:
Updated image review: three still frame CT images were reviewed: harmony device noted in native annular position, slight thickening on inflow portion of device. Asymmetric thickening more prominently noted in the leaflets, outflow portion of device and extending into the main pulmonary artery. Conclusion: asymmetric thickening primarily noted in outflow portion of device. Previous echogenic mass noted on the valve inflow not appreciated. Limited imaging provided for review. Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the initial pvl results were directly after implant, and the reported "previous finding" was approximately two and a half months after implant. No treatment was reported for the pvl.

Manufacturer narrative:
Updated data: b5. D4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately 11 months following the implant of the valve, the patient underwent an magnetic resonance imaging (MRI) revealing a longitudinally compressed valve, especially of the valve housing area. An echocardiogram was subsequently performed that same day which revealed a flow acceleration of 5 m/s. A 10-zig 45 mm non-medtronic covered stent and a 26 mm non-medtronic valve were implanted. The patient was reportedly doing well.

Manufacturer narrative:
Updated image review: deformation of the harmony frame is apparent. Based on previously reviewed echo and CT images, this instance may be similar to some reports of frame deformation and neo-intimal proliferation. Treatment of the tissue proliferation and frame de formation was treated by placing a covered cheatham platinum stent, with a 26mm non-medtronic valve inside. This valve apparently suffered from excess tissue ingrowth and frame deformation. Treatment by transcatheter valve-in-valve therapy seems clinically appropriate. A root cause cannot be determined by reviewing these images. The reference noted discusses potential causes for this rare complication. Updated data: d3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the initial results of the paravalvular leak (pvl) was mild.

Manufacturer narrative:
Updated data: b5, h6: additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 2 months following the valve implant, the patient's hemodynamics slightly increased flow from 2.3m meters/second (m/sec) to 2.7m/sec. No peripheral thromboembolism was observed but severe progress of the thrombotic layers at the distal part of the pulmonary bioprosthetic valve was partially mobile. Mild paravalvular leak (pvl) remained unchanged from previous finding and less compared to initial results. The patient's anticoagulation medication was changed (from apixaban to warfarin) and the patient will be reevaluated in about 10 weeks.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.